Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure device was noted to be protruding from the uterine cavity') and abdominal pain lower ('lower abdominal pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pap smear abnormal, hemostasis, low grade squamous intraepithelial lesion, atypical squamous cells of undetermined significance and condyloma. Concurrent conditions included burning micturition, pollakiuria, acute cystitis and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 28 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: yeast"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (levaquin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, urinary tract infection, fungal infection, allergy to metals, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dyspareunia, fungal infection, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: coils 4-left side: 2-right side. As per mr, discrepancy noted, date of removal: (B)(6) 2015 . Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain lower, back pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure device was noted to be protruding from the uterine cavity') and abdominal pain lower ('lower abdominal pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pap smear abnormal, hemostasis, low grade squamous intraepithelial lesion, atypical squamous cells of undetermined significance and condyloma. Concurrent conditions included burning micturition, pollakiuria, acute cystitis and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 28 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: yeast"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (levaquin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, urinary tract infection, fungal infection, allergy to metals, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dyspareunia, fungal infection, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: coils 4-left side: 2-right side. As per mr, discrepancy noted, date of removal: (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain lower, back pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporter information, patient's medical history , event "the essure device was noted to be protruding from the uterine cavity" and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure device was noted to be protruding from the uterine cavity') and abdominal pain lower ('lower abdominal pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pap smear abnormal, hemostasis, low grade squamous intraepithelial lesion, atypical squamous cells of undetermined significance and condyloma. Concurrent conditions included burning micturition, pollakiuria, acute cystitis and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 28 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: yeast"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (levaquin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, urinary tract infection, fungal infection, allergy to metals, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dyspareunia, fungal infection, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: coils 4-left side: 2-right side. As per mr, discrepancy noted, date of removal: (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain lower, back pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pap smear, hemostasis, low grade squamous intraepithelial lesion, atypical squamous cells of undetermined significance and condyloma. Concurrent conditions included burning micturition, pollakiuria and acute cystitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 28 days after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: yeast"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with levofloxacin (levaquin) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, urinary tract infection, fungal infection, allergy to metals, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dyspareunia, fungal infection, urinary tract infection and weight increased to be related to essure. The reporter commented: coils 4-left side: 2-right side. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain lower, back pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injuries¿ was updated to lower abdominal pain. Following events were added: urinary tract infection, infection (other) describe: yeast, nickel allergy, dyspareunia (painful sexual intercourse), weight gain, back pain and she did not underwent essure confirmation test. Reporters, medical history and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report